Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply line from the homechoice cassette to the heater bag leaked. This event occurred during inspection at the plant. There was no patient injury involvement. No additional information is available.

Manufacturer narrative:
This report is a duplicate of manufacturer report number 1416980-2018-03253. All information can be found under that manufacturer report number 1416980-2018-03253. Should additional relevant information become available, a supplemental report will be submitted.